Manufacturer narrative:
H3: analysis found on tray ias- analysis determined both fuses in the power tray tested good. Install power tray into test system c1396. The system failed to boot. No 48vdc from the power tray to the charger enclosure. Faulty power tray assembly. B01, c02, d02 applicable codes. Updated sn/lot# (B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) charger assy was not turning on. The representative troubleshot the problem to syncor power supply in power tray assy. The defective power tray was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The use of medtronic imaging was aborted. The procedure being performed was a sacroiliac and th oracolumbar procedure.

Event description:
Medtronic received information regarding a navigation device being used for a unknown procedure. It was reported that the surgeon called during surgery to troubleshoot the system in standalone mode. Tech services (ts) had the surgeon and team check connection from image acquisition system (ias) to mobile view station (mvs). Ts walked the team through a system reboot, then upon booting the system back up got a software mismatch error. Ts then had the team unplug ias and mvs and boot them down separately then boot them up and plug back into each other, and this did not resolve the issue. No impact on patient outcome. There was a delay less than one hour.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000175, serial/lot #: unknown; product ID: bi71000861, serial/lot #: unknown.